Event description:
The pt reportedly developed acute otitis media at the implant site starting in (B)(6) 2007. The pt was treated with augmentin for 4 days then switched to cefzil, and was treated with ciprodex and omnicef for 4 days. Pe tubes were placed on (B)(6) 2007. In (B)(6) 2007, the pt complained of pain and was treated with augmentin on (B)(6) 2007, and then treated with ciprodex for 14 days.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The pe tubes were removed on (B)(6) 2007. Pt's symptoms resolved. This is the final report.